Event description:
It was reported that since initial fitting in 2001 three electrodes were deactivated as they were out of cochlea. Afterwards another two electrodes were deactivated, as they produced an uncomfortable hearing sensation. On (B)(6) 2011, the patient was suddenly no longer able to hear with his ci. An external impact is ruled out by the patient and his parents. Testing shows that the device has malfunctioned. The external parts were checked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).